Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. It was also noted that the pump was showing an occlusion alert when a syringe was loaded. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and a cracked on the top case. A review of the event history log had a motor rate error. Occlusion testing was performed and found a motor rate error. It was observed that the issue was caused by old worm coupling, old motor bracket, and worn leadscrew and clutch halves. It was indicated this was due to normal wear of the device. Based on the evidence, the root cause was attributed to normal wear. It was indicated the pump was over 9 year olds.